Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of battery performance alert could not be confirmed in the lab interrogation of the device revealed the device was at elective replacement indicator (eri) when received. There¿s no bpa detection. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Correction e1: needed to input the city of the initial reporter.